Event description:
It was reported that the right ventricle lead was over sensing when they had tip-ring as the sensing configuration. They changed to tip-coil configuration and have not seen the issue. They suspect, via fluoro, it is the improper insertion of the pace/sense pin. The lead remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.